Manufacturer narrative:
(B)(4). Updated sections: b4, d9, g3, g6, h2, h6((type of investigation, investigation findings and investigation conclusions),h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000389279 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cannula was used to perform branch processing, but the co2 insufflation from the cannula insufflation port did not work properly, and the field of vision could not be secured. After replacing it with a new hemopro2, the field of vision was successfully secured, and the procedure could be continued. There was no delay in the procedure. There was no harm or impact on the patient.